Event description:
Nurse at hospital claimed product cutinova hydro (hydrocolloid dressing) was adhering too tightly and when pulled from pts skin was resulting in skin tearing. Upon communication with the field there was no indication of specific events actually occurring.after recent audit of our complaint files by outside FDA consultant further review was made. Determined from conversation with nurse that events as described above did actually occur. Because of intervention by medical professional it was determined this was actually an MDR reportable event. Hospital changed protocol and alleged injuries stopped.